Manufacturer narrative:
(B)(4). The inpecco accelerator automated processing system (aps) system input/output module (iom) provides a single point of sample tube input and output, barcode tube identification and tracking, and operator interface. When an accelerator aps sample presentation/sample queue error occurs involving samples with significantly different sample heights for the abbott architect c16000 analyzer, it is possible for the analyzer's sample probe to become contaminated above the area of the probe that is washed. The scenario can result in contamination of subsequent tubes presented to the analyzer if the contaminating fluid drips down the probe shaft from above the washed area of the probe tip. No customer complaints were generated for this issue, as the observation of this issue was made during abbott's internal testing of the aps integrated product with the architect c16000 analyzer. On (B)(6), 2008, a product correction letter was sent to abbott customers to provide information concerning architect las error 19 (completed with error) not being consistently generated simultaneously with sample queue errors. When this occurs, las error 27 (level sense error- change analyzer probe) is not generated as expected. Abbott customers were referred to the accelerator aps operations manual for additional information when these errors were generated. Additionally, the accelerator aps manufacturer, inpecco, produced a software revision to correct the problem. This software was installed by abbott field service personnel through a mandatory technical service bulletin for all abbott architect c16000 analyzer customers using the accelerator aps iom. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The accelerator automated processing system (aps) workcell is a modular system designed to automate sample handling and processing in the clinical laboratory. The system allows consolidation of multiple clinical chemistry and immunoassay analytical instruments into a unified workstation. The issue identified by abbott during internal testing affects the architect c16000 systems integrated to an aps. Error message las 19 is not consistently generated as expected. When a sample presentation/sample queue error occurs on the aps, the architect c16000 sample probe may insert itself deeper into the sample tube than the area of the probe that was washed. Residual sample on the probe may contaminate subsequent sample tubes. A product correction has been issued and reported under 21cfr806 for the accelerator aps to the FDA on october 31, 2008. Abbott has not received any reports of adverse events related to this issue.